Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that, the unit sparked in leg during vein harvesting. There was a 5 minute delay. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 23, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established . The affected sample was not returned for evaluation. A representative retention sample was reviewed and electrically tested with no anomalies and all electrical tests within specification. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Further investigation of the (device evaluated by manufacturer) (identification of evaluation codes 10, 3259, 4307) method code: 10 - testing of actual/suspected device results code: 3259 - improper physical structure conclusions code #2: 4307 - cause traced to component failure the affected sample was inspected upon receipt to show a burn hole through the cutter with cracking around the hole. The cracked/fractured distal end of the v-cutter most likely resulted from excessive force applied to the distal end of the v-cutter during the procedure. It is likely that the burn section on the v-cutter was caused by the mechanism below: the v-cutter was cracked/fractured due to excessive force and the electric path for high frequency current was exposed. High frequency output was activated with the above condition. A short circuit occurred, causing the v-cutter to be charred. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.